Event description:
It was reported that during a hernia repair procedure there was a fixation issue with the staples. They were released crossed but not on the tissue. A similar device was used to continue the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.